Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic"), psychological trauma ("psych injury") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnorm. Bleed, psych injury and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new events added - abdominal pain, gen. Abnorm. Bleed, psych injury, hair loss were added. Previously reported event of physical pain was updated as physical pain/pelvic pain. Outcome of the event pelvic pain was updated. Reporter information, removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and haemorrhagic ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and the first episode of depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain, chronic"), alopecia ("hair loss"), contusion ("bruised"), fall ("bad fall"), fear ("vary scared"), dysmenorrhoea ("cramping during the periods"), ovarian cyst ("ovarian cysts"), fatigue ("super tired all time / fatigue"), abdominal distension ("bloated"), pain ("pain"), the second episode of depression ("depression") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on 15-jun-2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and alopecia had resolved and the anxiety, vaginal haemorrhage, menorrhagia and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, contusion, dysmenorrhoea, fall, fatigue, fear, genital haemorrhage, menorrhagia, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnorm. Bleed, psych injury and hair loss. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Lot number: 627752 manufacture date: 2008-08 expiration date: 2010-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event rheumatoid arthritis was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and haemorrhagic ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and the first episode of depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain, chronic"), alopecia ("hair loss"), contusion ("bruised"), fall ("bad fall"), fear ("vary scared"), dysmenorrhoea ("cramping during the periods"), ovarian cyst ("ovarian cysts"), fatigue ("super tired all time / fatigue"), abdominal distension ("bloated"), pain ("pain"), the second episode of depression ("depression") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage and heavy menstrual bleeding had resolved and the anxiety, contusion, fall, fear, dysmenorrhoea, ovarian cyst, fatigue, abdominal distension, pain, the last episode of depression and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, contusion, dysmenorrhoea, fall, fatigue, fear, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnorm. Bleed, psych injury and hair loss. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: device was successfully occluded.. Lot number: 627752, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and haemorrhagic ovarian cyst. On (B)(6)-2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and the first episode of depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain, chronic"), alopecia ("hair loss"), contusion ("bruised"), fall ("bad fall"), fear ("vary scared"), dysmenorrhoea ("cramping during the periods"), ovarian cyst ("ovarian cysts"), fatigue ("super tired all time / fatigue"), abdominal distension ("bloated"), pain ("pain"), the second episode of depression ("depression") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)-2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage and heavy menstrual bleeding had resolved and the anxiety, contusion, fall, fear, dysmenorrhoea, ovarian cyst, fatigue, abdominal distension, pain, the last episode of depression and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, contusion, dysmenorrhoea, fall, fatigue, fear, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnorm. Bleed, psych injury and hair loss. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2009: device was successfully occluded.. Lot number: 627752 manufacture date: 2008-08 expiration date: 2010-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and haemorrhagic ovarian cyst. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and alopecia had resolved and the anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnormal. Bleed, psych injury and hair loss. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish" were added. Medical history, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and haemorrhagic ovarian cyst. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and alopecia had resolved and the anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnorm. Bleed, psych injury and hair loss. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Lot number: 627752 manufacture date: (B)(6) 2008. Expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and haemorrhagic ovarian cyst. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and the first episode of depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain, chronic"), alopecia ("hair loss"), contusion ("bruised"), fall ("bad fall"), fear ("vary scared"), dysmenorrhoea ("cramping during the periods"), ovarian cyst ("ovarian cysts"), fatigue ("super tired all time / fatigue"), abdominal distension ("bloated"), pain ("pain"), the second episode of depression ("depression") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, alopecia, vaginal haemorrhage and menorrhagia had resolved and the anxiety, contusion, fall, fear, dysmenorrhoea, ovarian cyst, fatigue, abdominal distension, pain, the last episode of depression and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, contusion, dysmenorrhoea, fall, fatigue, fear, genital haemorrhage, menorrhagia, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnorm. Bleed, psych injury and hair loss. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Lot number: 627752 manufacture date: 2008-08 expiration date: 2010-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event: outcome were updated to recovered: abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and haemorrhagic ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and the first episode of depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain, chronic"), alopecia ("hair loss"), contusion ("bruised"), fall ("bad fall"), fear ("vary scared"), dysmenorrhoea ("cramping during the periods"), ovarian cyst ("ovarian cysts"), fatigue ("super tired all time / fatigue"), abdominal distension ("bloated"), pain ("pain"), the second episode of depression ("depression") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and alopecia had resolved and the anxiety, vaginal haemorrhage, menorrhagia and rheumatoid arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, contusion, dysmenorrhoea, fall, fatigue, fear, genital haemorrhage, menorrhagia, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal, chronic, gen. Abnorm. Bleed, psych injury and hair loss. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Lot number: 627752 manufacture date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event rheumatoid arthritis was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.